Event description:
During a transfer with the consumer in the sling, the top arm allegedly bent where the boom meets the bottom boom and the arms are held together, causing the consumer to fall and injure her leg. No serious injury is alleged.

Manufacturer narrative:
The lift has been in service for 8 years. The facility alleges during a transfer, the boom bent on the lift. The user allegedly sustained a leg injury requiring medical treatment. History of similar events suggests the device likely was, improperly loaded. Device service and maintenance history is unk at this time. MDR filed based on alleged leg injury.